Manufacturer narrative:
Corrected information was provided in b1 and d3. Upon review, it was identified that these were inadvertently omitted from the initial report. Corrected information was provided in d4. Upon review, the catalog, serial and primary UDI number have been updated. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Due to limited clinical details provided, the cause of the vascular dissection cannot be established. The root cause of the stroke was unable to be determined due to insufficient clinical details.

Event description:
A 63-year-old male patient was supported with an impella 5.5 placed pre-operatively as part of preparation for imcab surgery. The device was inserted via the right axillary/subclavian artery using a surgical approach. On march 11, the purge housing was replaced due to operational needs; however, between (B)(6) and (B)(6), a purge pressure low alarm continued to occur at the purge housing location. Standard troubleshooting steps were attempted¿including removal and reinstallation of the purge set¿but did not resolve the alarm. The purge set itself was replaced, after which the alarm persisted. On (B)(6) the purge housing was again replaced, and this intervention successfully resolved the purge pressure drop issue. During impella insertion, the subclavian artery around the artificial graft anastomosis site dissected. However, the dissection was not known at this point, and imcab was performed as planned, with the vessel anastomosed using rita. The dissection was discovered during 5.5mm removal, and a stent was placed in the dissected area at the expense of the rita. After impella removal, left-sided hemiplegia appeared, and MRI revealed a stroke. Possible causes include a thrombus attached to the impella pump that dislodged, or the aortic plaque dislodged due to the aortic shaggy condition caused by the removal. The patient survived. The stroke may be related to embolic phenomena associated with device removal, including possible thrombus dislodgement from the pump or aortic plaque, in the context of aortic disease and recent vascular intervention. The vascular dissection may be attributed to surgical manipulation and graft anastomosis during impella insertion and subsequent cardiac surgery.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.